Event description:
A customer contacted stryker to report that their device had illuminated its service led and had displayed a white screen. As a result, the device would have been in a lock up condition and defibrillation therapy would not be available, if needed. There was no patient use associated with the reported event.

Manufacturer narrative:
Stryker had also replaced the user interface(ui) pcb for other unrelated repairs. During evaluation of the removed parts by stryker product analysis center, it was determined that the cause of the reported issue was due to a cracked and shorted capacitor c181 on the ui pcba, causing the device to display a white screen and service led.

Event description:
A customer contacted stryker to report that their device had illuminated its service led and had displayed a white screen. As a result, the device would have been in a lock up condition and defibrillation therapy would not be available, if needed. There was no patient use associated with the reported event.

Manufacturer narrative:
After replacing the system pcb assembly, proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer for use.

Manufacturer narrative:
Stryker performed an initial evaluation of the customer's device and verified the reported issue. Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
Customer contacted stryker to report that their device had illuminated its service led and had displayed a white screen. As a result, the device would have been in a lock up condition and defibrillation therapy would not be available, if needed. There was no patient use associated with the reported event.